Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.1. Device available for eval: yes d.1. Returned to manufacturer on: 24-08-2023 investigation summary: bd received 5 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for sample quality issues was observed. Additionally, the customer samples were inspected with no issues observed. Complaints for sample quality were not under statistical control for the month of august 2023, additional testing may be required: further clinical testing could not be conducted as bd clinical laboratories are currently unable to test for viability and clumping in material #: 362761. The use of a pipettor during the transfer step to the 15ml conical may cause undue variability with viability and clumping. Pouring the supernatant (plasma plus monolayer), then carefully rinsing the tube once, can lead to less variability when compared to pipetting the pbmc monolayer out of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for sample quality issues based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that after collecting blood sample 8 bd vacutainer® cpt¿ cell preparation tube with sodium citrate tubes were seen clumping and showing low viability. The following information was provided by the initial reporter: customer states samples are exhibiting clumping and low viability (approximately 70%) customer workflow process: 4 different phlebotomists collect samples and 2 different centrifuges have been used. Patient is drawn at patient home in early am (2 tubes collected). Within 30 min to 1 hr tubes are delivered to processing facility. Within 2 hours samples are centrifuged at 1600g for 30 min without break. Sample collected above ficoll. Transfer to 15ml conical. Centrifuge at 300g for 15 min without break. Remove plasma. Clumps seen at this step. Add up to 10ml pbs, resuspend pellet. Centrifuge 10 min at 300g. Pbs removed, resuspended in rpmi 1640 and cells counted. Affected samples showing low viability (in the 70% range). 22 tubes used; 8 tubes affected.

Event description:
It was reported that after collecting blood sample 8 bd vacutainer® cpt¿ cell preparation tube with sodium citrate tubes were seen clumping and showing low viability. The following information was provided by the initial reporter: customer states samples are exhibiting clumping and low viability (approximately 70%) customer workflow process: 4 different phlebotomists collect samples and 2 different centrifuges have been used. Patient is drawn at patient home in early am (2 tubes collected). Within 30 min to 1 hr tubes are delivered to processing facility. Within 2 hours samples are centrifuged at 1600g for 30 min without break. Sample collected above ficoll. Transfer to 15ml conical. Centrifuge at 300g for 15 min without break. Remove plasma. Clumps seen at this step. Add up to 10ml pbs, resuspend pellet. Centrifuge 10 min at 300g. Pbs removed, resuspended in rpmi 1640 and cells counted. Affected samples showing low viability (in the 70% range). 22 tubes used; 8 tubes affected.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.